Event description:
The consumer indicated that while removing her tampon the cotton came apart and tampon pieces remained inside of her.

Manufacturer narrative:
Complaint sample was not returned therefore a product evaluation could not be performed. A document and records review was performed on the reported lot. Documentation assessed includes: manufacturing, quality audit, production, raw material and device history records. This assessment found no anomalies that may have attributed to the reported issue; therefore the complaint could not be confirmed. The cause of the reported complaint could not be determined. Information from this incident will be included in our product complaint and MDR trend analysis.